Event description:
Customer reported to beckman coulter, inc. (Bec) on (B)(6), 2011 that reagent probe b of the unicel dxc 600 synchron system is leaking with diluted wash. Customer reported that there were sporadic cuvettes not passing h20 blanks and college of american pathologist (cap) bias with aspartate aminotransferase (ast) and alainine aminotransferase (alt). To resolve the issue, customer decided to flush one of the tubes from the wash concentrate bottle. Customer reported that patient samples have not been run as the quality control results were not satisfactory. There were no erroneous results generated by the instrument. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec field service engineer (fse) found the control issue was caused by the cartridge chemistry sample probe failure. The fse replaced the manifold valve, the probe and the wash collar. This is one of two reports related to two events that occurred on two different days. This MDR is related to MDR# 2050012-2011-05614.